Manufacturer narrative:
(B)(4). Unit was received with operating currents within specification. Unit passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Unit passed the delivery accuracy test. Unit received with cracked battery tube threads and minor scratches on lcd window.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident. The customer got the low as they put in incorrect carbs into the pump. The customer was at 238 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was in a car accident while on the pump. The customer was also hospitalized on the day of the call as she had started insulin pens since (B)(6) 2017 and they are causing all kinds of reactions leading to highs and lows. The insulin pump will be returned for analysis. The pump passed functional testing.